Manufacturer narrative:
The pump was received with operating currents within specification, and passed the unexpected restart error, displacement, basic occlusion and self tests. Unable to prime during the prime test due to a detached end cap. Unable to perform the occlusion or excessive no delivery tests due to the prime anomaly. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump had a motor anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.